Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (unable to complete incoming functionality testing) has been confirmed. As received, the monitor failed incoming functionality testing. Upon eval, there was corrosion on the connectors j101, j502, and the table board. The cause of the failure is the corrosion. The root cause of the corrosion cannot positively identified. No adverse event resulted from the defective monitor.

Event description:
A us dist returned monitor sn (B)(4) indicating that it was unable to complete incoming functionality testing.